Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited increased capture threshold and oversensing of atrial signal. A chest x-ray was performed and found that their rv lead and right atrial (ra) lead were both dislodged, tangled, and twisted due to the patient twiddling with their implantable cardioverter defibrillator (ICD). Programming changes were made to disable high voltage therapies on the rv lead. The ICD, ra, and rv leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of twiddlers was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.